Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: information references the main component of the system. Other relevant device(s) are: product ID: bi-500-00186, serial/lot #: 3.2.1, ubd: unknown , UDI#: unknown. A manufacturer representative went to the site to test the equipment. It was reported that the cable was reseated. The problem was unable to be duplicated and the sites biomed was to monitor system performance. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system would not consistently expose. The site's radiologic technologist (rt) would have the issue occur, then when the site's biomed went up to check out the system, he was unable to replicate. The biomed found errors in the logs from the date the rt said the issue happened: "existing connection was forcibly closed by the remote host". It was later reported that this was a generator error 15. Additional information was received from the manufacturer representative. It was further reported that the system was rebooted as a troubleshooting measure at the time of the report, which worked. It was noted that no other occurrences of this issue had been reported. The issue was reported outside of a procedure and there was no patient involved.